Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2008 due to pop, cystocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. Patient has had weight gain since time of implant. On (B)(6) 2009 weight was (B)(6); on (B)(6) 2012 weight was (B)(6). New diagnosis of type 2 diabetes on (B)(6) 2010.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent removal of portion of eroded transvaginal mesh, urethrolysis, and removal of suburethral sling on (B)(6) 2015 by (B)(6).